Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient was presented with capsular contracture on left and bilateral ptosis, asymmetry and unacceptable appearance. The replacement devices used were: left side: mentor memory gel 350cc; serial # (B)(4). Right side: mentor memory gel 350cc; serial # (B)(4). This report is for the right sided device. On 6/24/2019, the mentor failure analysis lab received the device for evaluation. On 7/1/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices, and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, baker grade iii/IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel, breast implant and was presented with bilateral capsular contracture, baker grade iii/IV postoperatively. The issue was confirmed by physician on (B)(6) 2019. As a result, patient underwent bilateral explantation, and replacement on (B)(6) 2019. This report is for the patient¿s right-sided device.